Event description:
According to the information received, the defect was balloon sized using ice and fluoroscopy, with an inflated diameter of 21 mm. The 22mm amplatzer septal occluder (aso) device was placed and it freely pulled multiple times from the left atrium (la) to the right atrium (ra). This device was removed, and a 26mm aso was implanted. The la inferior rim appeared to be somewhat into the atrial septal defect (asd). The patient was watched overnight on telemetry, and had a single 3-beat non-sustained ventricular tachycardia without complaints. The morning after the implant (approx 20 hrs post implant), the patient's chest x-ray and transthoracic echo (tte) both showed the device was in the proximal pulmonary artery without any flow limitation around the device. The patient was heparinized and transferred to another facility with access to a biplane system. Another physician snared and removed the device, balloon sized the defect at 29mm, and successfully placed a 30mm aso device. The fluoroscopic and tee images showed the identical worrisome position of the inferior border of the la disc. The patient was closely monitored for 2 days post-closure at the facility, and discharged feeling well.

Manufacturer narrative:
Upon receipt of the amplatzer septal occluder, the device was measured and the size was confirmed to meet dimensional specifications and no defects were observed microscopically. The cineangiograms and transthoracic echocardiogram (tte) were reviewed by aga's medical consultant and the following observations were reported: the tte shows a redundant, thin and mobile atrial septum with essentially no posterior rim to hold the device in place. Although the defect was only 21mm, the 26mm device may have embolized because of the insufficient rim and thin septum. The 30mm device possibly wedged the defect and stayed in place. The exact cause of the embolization could not be determined since ice or tee images were not provided for review. The results of this investigation are inconclusive since ice or tee images were not received for review. It is possible that the device embolized because of the patient's insufficient rim and thin septum; however, this could not be confirmed with the information provided.